Event description:
A baxter (B)(4) technical services found a colleague infusion pump with failure code 545.320.666.0000; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 545.320.666.0000 was confirmed during product evaluation. This condition was caused by a blown fuse on the battery harness. The main batteries and battery harness were replaced to correct the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information: baxter has conducted a trend review and found that no similar reports have been received for the reported problem.